Manufacturer narrative:
(B)(4). Additional information provided by the risk manager indicating that after sending the report to medsun she found out that the reported issue was not due to the device but was due to user error. Also, indicating that the device was in the patient longer than it should have been. The risk manager also reports that the sales rep. Provided educational training on how to use the device appropriately to help prevent future issues with the device.

Event description:
According to the medwatch ((B)(4)) "elderly female with septic shock, cardiogenic shock and respiratory failure. The arterial line started leaking blood from the site. Catheter removed, it had kinked at the insertion site, has a small slit in the catheter and there was blood shooting from the side of the catheter".

Manufacturer narrative:
(B)(4). The customer returned one catheter from a catheter/needle assembly for analysis. Signs-of-use in the form of biological material were observed on the catheter. The catheter was also noted to be kinked twice. After failing functional testing, microscopic examination revealed one slit in the catheter body adjacent to the hub. The slit did not appear smooth as it would have if contact with sharps had caused the damage. The length of the catheter body measured 1.75", which is within the specification limits of 1.6875"-1.8125" per the catheter/needle assembly graphic. The catheter body outer diameter measured 0.0449", which is within the specification limits of .0440"-.0450" per the catheter/needle assembly graphic. The catheter body tip inner diameter measured 0.028", which is within the specification limits of .028"-.029" per the catheter/needle assembly graphic. A lab inventory syringe was used to flush water through the catheter body. The catheter was flushed, and water was observed leaking out of the distal end of the catheter body; however, water was also observed leaking through a hole in the catheter body adjacent to the hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Based on additional information received, it was discovered that the customer was using the catheter from the catheter/needle assembly as an indwelling catheter. The instructions for use (IFU) provided with the kit instructs the user, "hold spring-wire guide in place and remove catheter if catheter/needle assembly is used. Thread tip of [arterial] catheter over spring-wire guide. Grasping near skin, advance catheter into vessel." The catheter from the catheter/needle assembly should not have been used as an indwelling catheter. For this reason an in-service request has been made. The report that the catheter leaked in use was confirmed through complaint investigation. Microscopic examination of the catheter body revealed a slit near the catheter hub. The catheter met all relevant dimensional requirements and a device history record review based on sales history, did not reveal any relevant findings. Based on additional information received, it was discovered that the customer was using the catheter from the catheter/needle assembly as an indwelling catheter. According to the product IFU the catheter from the catheter/needle assembly should not have been used as an indwelling catheter. For this reason, the probable root cause of this complaint is intentional user error, and an in-service request has been made. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (3600840000-2020-8041) "elderly female with septic shock, cardiogenic shock and respiratory failure. The arterial line started leaking blood from the site. Catheter removed, it had kinked at the insertion site, has a small slit in the catheter and there was blood shooting from the side of the catheter".